Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer had symptoms such as thirst. Customer treated with insulin pump customer's blood glucose value was 230 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer declined high pressure test. Displacement test was performed and passed. Customer had a low blood glucose of 56 mg/dl and treated with food. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis.